Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: initial reporter details such as facility name or any other details were not provided. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak occurred. When starting the procedure, sheath washing processes were performed routinely. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was inserted into the patient's femoral puncture. When the thermocool® smart touch® sf catheter (stsf) was introduced through the sheath, a small leak was noticed in the hemostatic valve of the sheath. There was no major blood leakage, nor was there any air entry through the sheath. Therefore, the medical team requested the opening of a new sheath, so that the blood leak would not persist. Thus, the procedure can continue without any further problems. There were no delays and the procedure was completed successfully. There was no patient consequence.

Manufacturer narrative:
On 14-nov-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 12-sep-2023, additional information was received providing the initial reporter details such as facility name and other details. The appropriate fields in section e have been populated. Additionally, information was received indicating it seemed that the hemostatic valve wasn¿t closing the sheath completely. But no signs of loosing ends or broken parts. The hemostatic valve was not dislodged inside or outside of the hub. The brim cap/hub did not become detached from the sheath. A few milliliters of blood was lost. Device investigation details: the device investigation has been completed which included performing a manufacturing record evaluation (mre). An analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device (B)(6) number, and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak occurred. When starting the procedure, sheath washing processes were performed routinely. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was inserted into the patient's femoral puncture. When the thermocool® smart touch® sf catheter (stsf) was introduced through the sheath, a small leak was noticed in the hemostatic valve of the sheath. There was no patient consequence. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and evaluation was completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The dislodgment of the valve, is related to the fluid leak issue reported by the customer. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) on (B)(6) 2023, it was noticed the initial reporter details such as facility name and other details were inadvertently omitted from the 3500a supplemental (follow-up) #1 medwatch report. The appropriate fields in section e have now been populated.